Event description:
It was reported that 9 months post promus stent implantation in the distal and proximal circumflex artery, in-stent restenosis was found. On (B)(6) 2011, the patient was hospitalized and percutaneous coronary intervention was performed. On (B)(6) 2011, the event resolved and the patient was discharged. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, the following information was received: in-stent restenosis, as previously reported, did not occur.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).